Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that on (B)(6) 2013, she went to the hospital for blood glucose (bg) >600mg/dl with ketones, shortness of breath, nausea, vomiting, and chest pain. The patient noted that for three days prior to that, she had been experiencing elevated bgs. The patient stated that prior to going to the hospital, she was attempting to bring her bgs down with correction injections and bg would respond but would then elevate again. The patient reportedly saw her doctor on (B)(6) 2013 and he reviewed the pump and stated he did not think the pump was delivering basal rates and sent her to the hospital. The patient stated that at the hospital she was not diagnosed with diabetic ketoacidosis, just high bg. The patient stated she was removed from the pump and was placed on an insulin drip and was discharged the next evening on an alternate form of insulin delivery. Customer technical support reviewed the pump with the patient. The patient confirmed time and date and basal settings were set correctly. The patient denied the time and date resetting, however upon review of the pump histories there were several entries found with dates from (B)(6) 2007. There was no explanation found for the date discrepancies in the pump histories. This complaint is being reported due to the allegation that the patient experienced severe hyperglycemia requiring medical intervention and due to the allegation that the pump was not delivering properly.